Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The patient presented with chest pain. Vascular access was obtained via the right radial artery. The 70% stenosed, 3.0mmx15mm, concentric, de novo, was in a moderately tortuous and moderately calcified ostial left anterior descending artery with a significant bend less than or equal to 45 degrees. A 3.00x15mm wolverine coronary cutting balloon was advanced for treatment. During the procedure, it was noted that the balloon ruptured upon the first inflation at 4-6atm. The device was removed as a whole system from the sheath. The procedure was completed with a 3.00x10mm wolverine balloon inflated to 12 atm with no issues. No complications were reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The patient presented with chest pain. Vascular access was obtained via the right radial artery. The 70% stenosed, 3.0mmx15mm, concentric, de novo, was in a moderately tortuous and moderately calcified ostial left anterior descending artery with a significant bend less than or equal to 45 degrees. A 3.00x15mm wolverine coronary cutting balloon was advanced for treatment. During the procedure, it was noted that the balloon ruptured upon the first inflation at 4-6atm. The device was removed as a whole system from the sheath. The procedure was completed with a 3.00x10mm wolverine balloon inflated to 12 atm with no issues. No complications were reported and the patient was stable.

Manufacturer narrative:
A1. Patient identifier- (B)(6). A2. Age at time of event- 18 years or older. A visual examination of the returned device identified that the balloon was not folded which indicated that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located at the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found no kinks or damage to the hypotube of the device. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.